Event description:
It was reported that a user awoke with palpitations and shakiness while the dexcom g7 and ilet displayed high glucose readings, whereas a concurrent finger-stick measured 23 mg/dl; the family removed the pump, administered oral glucose, transitioned to multiple daily injections, and then performed an ilet factory reset with guidance, replaced the cgm sensor, set the target to higher, completed a full supply change, and resumed automated therapy. Symptoms included hypoglycemia with autonomic manifestations. Outcomes included use of oral glucose for treatment and temporary discontinuation of pump therapy before resumption after reset. Investigation included remote troubleshooting, education on device setup, and cgm sensor replacement with advice to contact the cgm manufacturer about the reading discrepancy. Investigation of this case revealed a large discrepancy between cgm and finger-stick readings with unclear etiology, and no device malfunction was identified during remote support. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.